Manufacturer narrative:
Lin, l., jiang, b., campos, j., beaty, n., bender, m., tamargo, r., . . . Coon, a. (2018). Abciximab (reopro) dosing strategy for the management of acute intraprocedural thromboembolic complications during pipeline flow diversion treatment of intracranial aneurysms. Interventional neurology, 218-232. Doi:10.1159/000486458. The pipeline device will not be returned for evaluation as it was implanted in the patient. From the provided information, the intra procedural thromboembolic complication was likely due to inadequate platelet inhibition. This event does not appear to be due to any defect of the ped. Mdrs related to this article: 2029214-2018-00497, 2029214-2018-00498, 2029214-2018-00499, 2029214-2018-00500, 2029214-2018-00501, 2029214-2018-00502, 2029214-2018-00503, 2029214-2018-00504, 2029214-2018-00505, 2029214-2018-00506, 2029214-2018-00507, 2029214-2018-00508, 2029214-2018-00509, 2029214-2018-00510, 2029214-2018-00511, 2029214-2018-00512, 2029214-2018-00513, 2029214-2018-00514, 2029214-2018-00515, 2029214-2018-00516, 2029214-2018-00517, 2029214-2018-00518, 2029214-2018-00519, 2029214-2018-00520, 2029214-2018-00521, 2029214-2018-00522, 2029214-2018-00523, 2029214-2018-00524, 2029214-2018-00525, 2029214-2018-00526, 2029214-2018-00527, 2029214-2018-00528, 2029214-2018-00529, 2029214-2018-00530, 2029214-2018-00531, 2029214-2018-00532, 2029214-2018-00533. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intra-procedural and post-procedural complications involving the pipeline device. The purpose of this article was to review the experience of using abciximab (reopro) in the management of thrombus formation during pipeline embolization device (ped) procedures. The authors retrospectively identified 30 cases that fit their criteria. The patients' mean age was 58 years; 26 of the patients were female. In case 17, a patient (age (B)(6)s) underwent placement of a ped 2.5x18 as well as 6 coils in the treatment of a 9mm right mca bifurcation aneurysm. The patient experienced intraprocedural thromboembolic complication and was administered 5mg ia reopro with resolution of the clot. No initial acute infarct was seen on head CT. Repeat angiography showed a patent ped and mca/aca; however, a right hemispheric cerebral edema was noted, possibly representing a contrast reaction. The patient exhibited clinical signs of mca syndrome. A repeat head CT on pod3 showed a right basal ganglion infarct. At discharge, the patient's mrs was 4. The patient suffered remote, spontaneous ich with ivh and hydrocephalus several months after the initial procedure; glasgow coma scale score 3; the family withdrew care.